Event description:
It was reported the device had downstream occlusion sensor issue during infusion. There was no patient injury and no adverse event reported.

Manufacturer narrative:
Date of event is unknown. One device was received for evaluation. Visual inspection found the tamper seal removed, a scratched lcd lens, bubbled dso seal, and a worn uso seal. A review of the device event history log revealed a 'downstream occlusion' alarm. Functional testing was performed. Upon review, the reported problem was confirmed and duplicated. It was determined that the inoperable dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.